Event description:
Evaluation revealed that the force sensor resistance measurement was out of calibration.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed that the force sensor resistance measurement was out of calibration. The pump was primed successfully and exercised with no alarms occurring.